Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump shut off unexpectedly. Customers blood glucose level was 233 mg/dl. Reportedly, customer reverted to an alternate method of insulin delivery.